Event description:
Litigation papers allege the patient suffered injury to her body and limbs, all to his general damage, in a monetary sum. **update** (B)(4) 2011- medical records were received. The revision operative report indicates the patient was revised to address persistent pain. When the joint was entered, approx. 30 ml of a milky, white effusion was discovered. The cup showed no ingrowth. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The report states: litigation papers allege the patient suffered injury to her body and limbs, all to his general damage, in a monetary sum. Doi: (B)(6) 2009 - dor: none reported. Patient is resident of (B)(6). Update: (B)(6) 2011- medical records wer received. The revision operative report indicates the patient was revised to address persistent pain. When the joint was entered, approx. 30 ml of a milky, white effusion was discovered. The cup showed no ingrowth. (Right side) dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege the pt suffered injury to her body and limbs, all to his general damage, in a monetary sum. Update - (B)(6) 2011 - medical records were received. The revision operative report indicates the pt was revised to address persistent pain. When the joint was entered, approx 30 ml of a milky, white effusion was discovered. The cup showed no ingrowth.

Manufacturer narrative:
This report was originally submitted on (B)(6) 2011; however, the MFR report number was duplicated in error. The correct MFR report number has been updated in the corresponding field above. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.